Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information is confirmed to be unavailable for this report. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that they regularly experience blunt knives. Procedure details, patient involvement and patient impact information is unknown. Additional information has been requested. Additional information received clarified that the blunt knives were noted during cataract surgeries while making the first incision. The complaint knives were used to complete each procedure. There was no impact to any patient. No additional information is available.

Manufacturer narrative:
Three opened knife samples were received for the report of being blunt. The returned samples were visually inspected and were found to be nonconforming; sample number one had a damaged tip and a damaged cutting edge while sample numbers two and three had damaged cutting edges. Penetration testing could not be performed due to the damaged condition of the samples. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife sample is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip and damaged cutting edges exhibited on the returned opened samples, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).